Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 4 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the broken lens/components in the optical system could not be identified. However, it¿s likely the cause is related to excessive use. Olympus will continue to monitor field performance for this device.

Event description:
Additional information obtained revealed that when the olympus rigid cystoscope tray was opened the 30-degree lens was inspected prior to being placed on the sterile field. The lens was noted to be broken/unable to see through, there was debris moving around inside. This did not reach the patient and there was no delay in the case, as a new tray was opened for a different lens.

Manufacturer narrative:
The suspect device was sent to an olympus service center for evaluation. Inspection and testing confirmed the reported issue. There was a broken lens in the optical system. In addition, the outer tube was bent due to handling, there were scratches on the outer tube, there was debris under the eyepiece window, and there were dents on the eyepiece funnel due to collision with other devices. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Event description:
The customer reported that, during reprocessing, the glass inside the subject device was found to be broken which prevented the user from seeing through it. There was no harm or user injury reported due to the event.